Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was observed with a warning for out of range high impedance. It was also noted that there was stimulation in bipolar configuration. The lead was programmed to unipolar. The lead remains in use. No further patient complications have been reported as a result of this event.